Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 550:320:666; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 550:320:666 was confirmed during product evaluation. The faulty component within the rear casing was not identified during service. Therefore, no assignable cause could be provided. However, the rear casing assembly was replaced. Additional information: this involved a colleague p1.7 infusion pump with user interface module master software version 8.11.00. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.